Event description:
Related manufacturer report number: 2017865-2023-35922. It was reported that the atrial lead exhibited abnormally high pacing impedance. The right atrial (ra) lead was to be replaced during a routine generator change. Prior to beginning the case, conductor externalization was observed under fluoroscopy on the right ventricular (rv) lead. The ra and rv lead were capped (B)(6) 2023. The patient was stable.